Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device's network configuration was not configured, leading to loss of communication when not plugged to a physical network connection. A field service engineer connected the device to a working ethernet port which reestablished communication with the station. The customer stated that an internal it ticket would be opened to configure the network connection. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system did not display the medication list assigned to a patient during a procedure. The customer confirmed that the required medication was provided by the pharmacy department and that there was no patient harm. No other information was released by the customer regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 15-jan-2022 to 15-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the station did not display medication list and offline in rss. The field service engineer identified that the ip address was removed from the pyxis vlan. Plugged the communication cable into a good network connection and confirmed with sink status connection to the server to resolve the issue. The system functioned as intended after troubleshot by the field service engineer.

Event description:
It was reported by the customer that a pyxis anesthesia es system did not display the medication list assigned to a patient during a procedure. The customer confirmed that the required medication was provided by the pharmacy department and that there was no patient harm. No other information was released by the customer regarding this event. There were no adverse events or injuries reported based on this event.